Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the reported issue was determined to be due to an unexpected high ultrafiltration volume for the therapy. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (b)(60 2013, during night drain cycle one. The patient's ultrafiltration reading was 57209ml, indicating the home patient (hp) drained 57209ml more than their maximum programmed fill volume of 2000ml. No additional information is available.